Event description:
It was reported that a cartridge alarm occurred (alarm 30) during the load sequence. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 317 mg/dl.